Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported rupture for the left side. The device remains implanted.